Manufacturer narrative:
Date of report: 17jun2019. Date received by manufacturer: 14jun2019. Philips service engineer(fse) replaced the flow sensor assembly the fse then performed functional testing. A gas delivery system (gds) was return for analysis. Visual inspection of the gas delivery system (gds) revealed no evidence of damage or contamination. The failure investigation (fi) technician performed testing of the gds and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. (B)(4). During annual maintenance, the philips field service engineer (fse) confirmed that the measured oxygen concentration was 94% when the setting was 100%. Fse determined the flow sensor needs to be replaced. A follow-up report will be submitted once the investigation is completed.

Event description:
Philips field service engineer (fse) reported an oxygen flow sensor failure. There was no patient or user harm reported. The event date was not specified; estimate used.